Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6), ubd: (B)(6)2024, UDI#: (B)(4) h3: analysis of the communicator found ¿micro usb charge port is loose¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient stated their communicator does not hold a charge very long anymore, for "a couple months". The patient stated that they left the communicator plugged in until they need it. The handset also showed code 388 (low communicator battery). A request to was sent to repair to replace the communicator.